Event description:
During evaluation of a returned homechoice device, a high drain error 105 (night drain #5) alarm was identified in the log. The alarm occurred on (B)(6) 2013 07:39:11. The alarm is indicative of an increased intra-peritoneal volume (iipv) event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Review of the event log identified the iipv event (high drain error alarm). The cause of the iipv event was undetermined as the alarm was not recent enough to be recorded in the event log or therapy log. High drain alarms do not get erased from the alarm log, but the event and therapy logs only show the most recent therapies. If additional relevant information is obtained, then a follow-up MDR will be submitted.